Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer had reportedly been receiving too much insulin when changing out the reservoir. The customer had changed the infusion set twice, but the low blood glucose persisted. The customer's blood glucose was 50 mg/dl. The customer treated her blood glucose with glucose tablets. The customer confirmed the reason for the low blood glucose was that her fill cannula was at 7.0 instead of 0.7. Assisted in changing it to the correct amount. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.